Event description:
It was reported that during a change to a non-rechargeable battery high impedances were found on the implantable neurostimulator (ins). The ins was never implanted. The extensions were disconnected from the implanted ins and tested in a multi-lead trailing cable (mltc) and all impedances were normal. However, when impedances were checked intra-operatively on the non-rechargeable device all contacts 0-8 and 8-15 impedances were all >10,000 ohms. The mltc was reconnected again and all impedances were normal. Another non-rechargeable device was opened and all contacts 0-8 had normal impedances. The first non-rechargeable device was not implanted and returned. The patient recovered without sequela and there was no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of neurostimulator model 37702 (B)(4) showed no anomaly found; good stable output, normal impedances observed.